Event description:
Procedure type: ventral hernia repair. According to the reporter: the mesh had ripped apart two-years post-operatively. The surgeon fixed the defect with another piece of mesh two weeks ago.

Manufacturer narrative:
(B)(4).